Manufacturer narrative:
Concomitant medical devices: product ID: sedr01 ipg, implanted: (B)(6) 2009.

Event description:
It was reported that the atrial lead impedance was decreasing and was low at times. Additionally there was a rise in thresholds on the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.